Manufacturer narrative:
Associated medwatch report: 9610612-2019-00834 ((B)(4) sy001ts). General information intra operative incident. Consequences for the patient surgery delay was longer than 15 minutes. Failure description we received one set screw sy001ts and one pedicle screw sy643ts investigation used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840 · digital-camera "panasonic dmc tz8". First we made a visual inspection of the set screw. The interface on the top is in a proper condition (fig. 2) but the bottom exhibit circular wear, which is a hint for pushing down the rod during screwing in the set screw. The thread of the set screw is damaged at several points. In the next step we investigated the pedicle screw. Here we found the thread in the body in a proper condition at one side and damaged at the other side shows the pedicle screw with the set screw partially screwed in. The body is not spread off. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale the damage of the thread could have two root causes, both usage related: · cross threading of the set screw · tightening the set screw without counter torque. The IFU figures out to avoid both of this. The expansion of the screw head mentioned in the complaint description is a clear hint for tightening without counter torque. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ennovate polyaxial screw. Intra-operative loosening of set screw. During a posterior lumbar interbody fusion( plif) procedure to l4/l5/s1, the surgeon tightened set screws to tighten the rod. However, he was unable to tighten the set screw in the screws placed in s1. According to the surgeon, the set screw loosened out of the screw head. Intra-operative remedial action: the surgeon removed the set screws, removed the rod, and replaced the screw. Then the physician set the rod again to tighten the set screws. Additional intervention was required. The adverse event is filed under aag reference (B)(4). Associated medwatch: 9610612-2019-00834.